Event description:
It was reported that the pump screen was dark and would not turn on, with the issue occurring intermittently for the past couple of months. The customer's blood glucose level was 560 mg/dl. The customer administered a manual correction injection to address bg. The customer reverted to an alternate method insulin therapy.